Event description:
Cayenne medical was notified of a complaint where an aperfix implant had backed out of femoral tunnel. After follow up with the sales representative, it was found out that a few months after the original acl reconstruction procedure, the surgeon found the metal screw inside the implant at a different location on x-ray (cayenne does not know whether a post-op x-ray was taken at the time of surgery). The report from sales representative said that shortly after that follow up, the patient came back due to the implant backing out completely. A second surgery, a revision, was then performed and another implant was used to reconstruct the acl.